Event description:
The customer reported that the pacer feature on this unit is not working.

Manufacturer narrative:
The customer reported that the pacer feature on this unit is not working. The customer's biomedical engineer evaluated the device. He replaced the pacer keypad assembly which resolved the failure.